Event description:
It was reported by the surgeon that his patient had a refractive surprise of -1.50. There was no indication of which eye had refractive surprise or what the targeted refraction was. The patient work-ups indicated an a constant of 119.65. Right eye (od) targeted for 0.0 and left eye (os) targeted for -2.0. The implant date was not provided. The date of the event was not provided. The serial number of the implanted lens was not provided at the time of submitting the medical device report.

Manufacturer narrative:
(B)(6). (B)(4). To date the intraocular lens (iol) remains implanted. Placeholder.

Manufacturer narrative:
It was reported in follow up with the surgeon that the patient underwent a secondary procedure approximately 3 months post implant of the amo intraocular lens (iol) implant. The secondary procedure was a piggy back lens implant; the type and model of the lens was not provided. The surgeon indicated that the piggy back lens implant was directly related to the post operative refraction that the patient experienced. No further information was available from the surgeon. No patient identifiers or lens serial number, date of implant, or date of the secondary procedure were provided. All pertinent information available to abbott medical optics has been submitted. Placeholder.